Event description:
Received information stating patient has been experiencing high bg's (300+ mg/dl).

Manufacturer narrative:
During further troubleshooting reporter indicated sometimes cartridges are changed every 2-3 days. Humalog insulin has been tested for 48 hours. T: slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).